Manufacturer narrative:
Reported event. An event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results. Product evaluation and results: review of the case session files noted the following: array shuddering and poor implant placement was caused by a failing bone registration. Bone registration failed due to a center of rotation failure caused by bad patient landmark center points. The blue point is greater than 2mm from the surface of the bone, the point in yellow is between 1 and 1.5 mm from the bone. ¿best practice: excise the labrum before acetabular registration such that the rim points are collected on the bone. If the labrum is ossified, register behind this osteophyte. Rim points are outside of the recommended bone registration region. There was also failing initial and surface rms. The failing center of rotation caused a failed surface rms for the rim points and the user also captured a bad posterior horn point. Whenever the user is asked to manually verify the bone registration, the bone registration quality metrics are cautionary and the user is allowed to proceed at risk based on manual bone registration verification. The user also pushed through the stereotactic and reamed deep. There is no indication that the mako system is performing outside its specifications. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: a review of complaints in trackwise shows no other similar complaints for tha software, inaccurate values/visuals. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error. The off label use of the clamp could also have contributed to the array motion. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results: -product evaluation and results: review of the case session files noted the following: array shuddering and poor implant placement was caused by a failing bone registration. Bone registration failed due to a center of rotation failure caused by bad patient landmark center points. The blue point is greater than 2mm from the surface of the bone, the point in yellow is between 1 and 1.5 mm from the bone. ¿best practice: pelvic extra-articular surface points should not be taken too close to the labrum these points should be collected on cortical bone on the down slope over and beyond the acetabular rim.¿ "do not try to register points on the bone where an osteophyte has been removed". Rim points are outside of the recommended bone registration region. There was also failing initial and surface rms. The failing center of rotation caused a failed surface rms for the rim points and the user also captured a bad posterior horn point. Whenever the user is asked to manually verify the bone registration, the bone registration quality metrics are cautionary and the user is allowed to proceed at risk based on manual bone registration verification. The user also pushed through the stereotactic and reamed deep. There is no indication that the mako system is performing outside its specifications. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected with no reported discrepancies -complaint history review: a review of complaints in trackwise shows no other similar complaints for tha software - inaccurate values/visuals. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error. The off-label use of the clamp could also have contributed to the array motion. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
Makoplasty tha posterior approach, fighting reamer haptics during reaming stem, prompting surgeon to posteriorise direction of reaming force to maintain lock in planned cup center of rotation. Completed with significant array shudder. Then used robotic arm to impact cup however cup was translated anteriorly off-plane. Troubleshooted by checking checkpoint (surgeon chose to use off-label ¿point¿ on array clamp which passed) and walking superior rim of bone which showed probe was off-plane 4mm. Impactor handle checkpoint passed 0.7mm within tolerance. Deduced bumped pelvic array, specifically at the clamp-to-pin, pin-to-soft tissue and/or pin-to-bone junctions whereby movement at any of these junctions could still allow an off-label clamp checkpoint to pass but registration could have translated. Confirmed registration translated when walking cup (CT view of impaction page) and walking superior rim in bone registration page. Surgeon believes array, clamps and pins were solid. Surgeon is a high-volume and currently high-risk customer who has been having multiple robotic issues and I wish to have the logs and case files investigated to provide feedback and guidance to this surgeon. Also of note, surgeon uses 3.2mm x 140mm bone pins and the old style 3-hole pin clamp (not crest pin clamp).